Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, the physician reported the helix failed to extend fully, in spite of over 30 rotational turns. Two fixation tools were used however, the helix remained only partially extended. The lead was removed and a second lead selected for implant. The first attempted implant lead was collected and returned for analysis. No resulting adverse patient effects.